Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the guidewire dissected a distal branch. No other information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the guidewire dissected a distal branch. No other information is available.